Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2020-08198, 2938836-2020-08199. It was reported that the patient presented in the operation room due to occluded left subclavian vein and device upgrade. High capture threshold was observed on the right ventricular lead. The device system was explanted and replaced without complication. Upon closing the pocket, ventricular tachycardia was noted spontaneously. Anti-tachycardia pacing (atp), shock therapy and external defibrillation were not successful. Cardiopulmonary resuscitation (CPR) was initiated. Sternotomy was then performed. It was determined that the patient had dissection of the superior vena cava (svc) due to the laser sheath when explanting the old leads. The new defibrillator system was explanted, and pacemaker system was placed in when repairing the dissection of the svc. The patient expired because the heart function could not recover enough to be removed from the cardiopulmonary bypass machine.